Manufacturer narrative:
Additional information: b5: update per email received on 23-nov-2023: the reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens of diopter -5.0 into the patient's left eye (os) on (B)(6) 2023. The lens was exchanged on (B)(6) 2023 for a shorter length lens due to excessive vault. This resolved the problem. Cause reported as unknown. H6: health effect - impact code: changed to 4629. Claim#: (B)(4).

Manufacturer narrative:
B5- update per email received on (B)(6) 2023: the reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens of diopter -5.5/+2.0/093 into the patient's left eye (os) on (B)(6) 2023. The lens was exchanged on (B)(6) 2023 for a shorter length lens due to excessive vault. This resolved the problem. Cause reported as unknown. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens of diopter -5.5/+2.0/093 into the patient's left eye (os) on (B)(6) 2023. The lens was removed on (B)(6) 2023 due to excessive vault. That same day, a shorter length lens was implanted, although it is unclear whether this was performed within the same surgery that the lens was removed. This resolved the problem. Cause of event reported as unknown.